Event description:
The hospital reported that during an endoscopic vein harvesting procedure, as they were harvesting the vein they pushed the c-ring out to cradle the vein and then something popped out of the c-ring and severed the vein. The vein was repaired and used. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the device in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We will continue pursuing the device being returned by the customer . A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. Internal file number - (B)(4).